Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency department for multiple shocks. Premature battery depletion was suspected on the implantable cardioverter defibrillator. No programming changes were performed.

Event description:
New information received indicated that the shocks were appropriate, and the patient was in stable condition.